Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. A manufacturer representative was able to go on-site to test the device. Functional and visual testing were conducted on the device. Analysis found the system functioning as intended and was returned back to service. System checkout successful.

Event description:
Medtronic received information regarding an imaging device. It was reported that the device was not communicating with the navigation device. This was observed outside of a surgical procedure. No patient involvement.